Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The account alleged that when the brake is set the brake casters will still swivel. No injury reported.